Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of treatment and whether the patient was hospitalized for the peritonitis were not reported. At the time of this report, the patient had not recovered, and physioneal therapy was ongoing. No additional information is available.